Manufacturer narrative:
The customer reported the devices were discarded. The lot numbers were not identified; therefore, a device history record could not be performed. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: none. Symptoms/ae: access site infection. Time of symptoms/ae: forty-eight hours after the procedure. It was reported that a trained physician performed arteriotomy closure of the right common femoral (rcfa) artery with the starclose device after an interventional coronary procedure. Reportedly, forty-eight hours after uneventful arteriotomy closure, the patient developed closure site redness, inflammation, no tissue track healing and oozing puss. Wound cultures were positive; the organism was not specified. The patient was medically treated with an oral antibiotic keflex, completely resolving the infection. A week later, the left common femoral artery (lcfa) was utilized for a second interventional coronary procedure with the same occurrence of an infection forty-eight hours later. The lcfa was also treated with (keflex) completely resolving the infection. It was noted that the physician did not re-prep the access site and did not wear new gloves prior to handling the clip applier or proceeding with the closure procedures. Though requested, no additional information was available.